Event description:
Event description guidant received information that two weeks post implant the implantable cardioverter defibrillator (ICD) was displaying noise on all three channels resulting in the delivery of inappropriate shocks. The patient could reproduce noise on the rate/sense channels with isometrics.